Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: cs 078-0008 and cs 064-0001 was verified in the black box and history. Duplicated a cs 078-0008 during rewind. Unable to complete 24 hr test due to cs 078 alarm. Opened pump and removed from case. The motor drive flex cable was not fully inserted in to the connector. Reinserted cable. Able to rewind and prime with no alarms. The keypad was torn across the contrast button and the up button. All buttons were intermittent. Evaluation revealed that the contamination was found under all contacts. The battery compartment cracked from case seal to grip. There was no moisture or corrosion in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.